Manufacturer narrative:
Device evaluation. The device was visually inspected and a wrinkle was found in the packaging seal. A breach test was performed and a breach was found in the packaging seal. The complaint was confirmed. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.